Event description:
The pt had 2 implantable neurostimulator systems to address chronic leg and lower back pain. The scar tissue that built up around the devices caused 'trouble' for the pt. The leads or extensions ran along the pt's ribs and hurt her when she tried to sit or lie down. It was later reported that the systems were removed (see mfg. Report# 3007566237-2010-00059). Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.